Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The evaluation confirmed the reported clogged channel was clogging with wool string. Additionally, repair history shows device has been repaired once in the past year.

Event description:
The customer reported to olympus that after a bronchoscopy, during cleaning, disinfection and sterilization device channel tube was found clogged and there was foreign matter. The was no delay and procedure was completed with a similar device. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to foreign material was a cleaning tool for precleaning after procedure or other tools used in the user facility or, the material may have accidentally entered in the biopsy port or been suctioned and got caught in the k-mount. However, we cannot specify the cause. The event can be detected/prevented by following the instructions for use which state: inspection of the instrument channel insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Make sure that no foreign objects come out of the distal end. Tools for precleaning were mentioned as follows: wipe cloth was mentioned as ¿clean, lint-free cloths¿. Equipment needed prepare the following equipment: personal protective equipment, clean, lint-free cloths, 500 cm3 (500 ml) containers, detergent solution, clean water, suction pump. Olympus will continue to monitor field performance for this device.